Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that the rx traveler coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. The rx traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal circumflex artery with mild tortuosity, moderate calcification and 99% stenosis. A 1.20x6mm rx traveler balloon dilatation catheter (bdc) was advanced without any resistance noted and intended to be inflated; however, at 10 atmospheres/10 seconds the balloon ruptured. The bdc was removed without any resistance noted. Reportedly, the balloon was soaked prior to use; however, was prepped (air aspiration) inside the patients anatomy. Another balloon and xience alpine stent were used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.